Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12142, related manufacturer reference number: 2017865-2021-12143. It was reported that after placing both leads and device while the physician was closing certified registered nurse anesthetist (crna) was having a hard time getting pulse oxygen to read. The patient was sinus tachycardia with complete heart block. Measurements were within normal limits. The patient¿s heart had dropped. The patient was intubated and was treated for acidosis. It was noted that ventricular capture was changing. Chest compressions were started, and the patient was coded over an hour, shocked out of vt/vf four times. At times, the pacemaker would capture for a bit, but then as respiratory interventions failed, so would capture. An echo and pericardiocentesis were performed but did not find a large amount of blood to indicate tamponade. The physician called the code and pronounced the patient stating respiratory arrest. The physician did not believe to be a pacemaker or leads related.

Manufacturer narrative:
Analysis was normal. No anomalies were found.